Event description:
The manufacturer received information alleging a trilogy evo ventilator screen was frozen. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator screen was frozen. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation the issue was not duplicated and no abnormalities were found in the device log. The system pca, display pca and display were replaced as a preventive measure.